Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2018, that one (1) t-handle with quick coupling was identified by the medical device reprocessing staff as broken and did not function to hold any items with ao (association for osteosynthesis) quick coupling attachment as it supposed to. The device failed to lock into and engaged the male ao attachment end of any items, like screwdriver shafts, etc. There was no patient involvement. This report is for one (1) t-handle with quick coupling. This is report 1 of 1 for (B)(4).